Event description:
It was reported by service report that the footend lowers with weight on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in lift motor.